Event description:
A patient in france was undergoing a dialysis session that included a polyflux 210 h dialyzer. Following an air in venous line alarm, the patient had a cardiac arrest and was successfully resuscitated. The patient was discharged home sometime following this event. The root cause of the cardiac arrest is unknown.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were (B)(4) dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No further complaint was reported for this lot number.